Event description:
Customer reported via phone, she was changing the reservoir and the insulin pump alarmed compromised force sensor system. Customer attempted to clear and restart the device but the device would just revert to the home screen. Troubleshooting was performed. Customer's blood glucose was 200 mg/dl, treated with manual injection. Customer stated insulin was squirting out during manual prime. Customer reported the drive support cap was sticking out and she hasn't pressed it in. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.